Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The jaws jammed and would not open. The device was not on tissue. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 07/21/22008. Information anticipated, but unavailable at this time.